Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after a disconnection, leading to a full supply change that included a rewind, new cartridge, new connector and tubing, priming until drops were observed, and insertion of a new 6 mm infusion set, after which insulin delivery resumed and blood glucose decreased from 300 mg/dl to 233 mg/dl. Symptoms included hyperglycemia without reported physical complaints. Outcomes included resolution in progress with decreasing blood glucose and no alerts or alarms. Investigation included troubleshooting and user education by customer care. Investigation of this case revealed no device alarms and successful restoration of insulin delivery after infusion set and supply replacement, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.